Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic. It was noted that right ventricular lead exhibited high capture threshold and low pacing impedance. An x-ray was performed and revealed that lead was still placed in the right ventricle. A lead revision was performed and during procedure, the helix exhibited failure to extend and to retract. The lead was extracted and replaced. The patient was stable before and after procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while inadequate capture and low pacing lead impedance were not confirmed. A complete lead was returned in one piece. The cause of the reported event of a helix mechanism issue was isolated to over torqued inner coil in the connector region and the helix being clogged with blood/tissue which were consistent with the procedural damage.